Event description:
It was reported that after the catheter was in place for three hours, removal was attempted. Slight resistance was encountered, and after the pt was curled in a ball, a second attempt was made. The catheter then separated and approximately 9cm was retained in the pt. The physician has decided to leave the piece of catheter in the pt. There were no further complications.